Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi issue was observed. Device reached normal elective replacement indicator and low battery capacity and for this reason it was recommended not to perform a device restoration and instead device replacement was recommended. Upon review of the data, device back up vvi was due to memory corruption. Patient is not pacemaker dependent. No further information available.